Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 he experienced sensor deployment issues with the insertion needle. Patient happened to be suffering a hypoglycemic event while he was inserting the sensor. Patient's wife treated patient with glucose. At the time of his call to dexcom technical support, patient was feeling fine.